Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic rupture approx 11 months ago. Vessel morphology was not reported. At the time of initial implant, the patient was on dialysis and the physician covered the renal arteries. It was reported one month ago the patient had a CT and the stent graft appeared patent. It was reported that the patient had been in the hospital and underwent laparoscopic cholecystectomy due to choledocholithiasis and after the laparoscopic, the patient reported severe back pain. The CT demonstrated a perigraft endoleak. The physician elected to repair the stent graft due to separation of the supra renal stent which resulted in vessel eroding into the aorta causing loss of seal. During the intervention, the physician removed another manufacturer's aortic cuff and partially removed the talent bifurcated stent graft by cutting the top portion of the stent graft. A dacron graft was sewn in the remaining stent graft. During the time of the anastomosis, the patient became unstable and hypotensive. The physicians attempted acls protocol, however, the patient expired. The device has not been returned for evaluation.

Manufacturer narrative:
Evaluation results - (death, endoleak).